Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Ground - during evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation) functional test, but failed the rite electrical ground bond test. The pal evaluated the device. The assignable cause for rite test failure - ground bond was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.